Manufacturer narrative:
Based on the info available at this time, no definitive conclusions can be made. This is a pt with a complex medical history who developed an incisional hernia following anterior lumbar fusion surgery. The defect was required with two bard flat mesh one of which was explanted one month later due to an infected wound. (See MDR 1213643-2013-00477). The mesh was found to be unincorporated and floating freely. Approx nine months later due to complaints of pain and a CT scan that was suggestive of a recurrence the pt underwent a diagnostic laparoscopy. The operative report notes separation and laterization of posterior abdominal wall with intact abdominal wall without evidence of a hernia. Omental adhesions to the mesh were noted and the mesh was excised. Following explant the pt continued to have complaints of pain which increased with movement and twisting. Her md noted "the pain appears to be unrelated to her surgical incision and more related where the pt's posterior abdominal wall defect is present." The pt was treated for adhesion and infection both of which are known possible adverse reactions listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. Additionally, the explanted mesh was not returned to davol for eval. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following is based on medical records provided by the pt of two bard flat mesh. On (B)(6) 2012, pt underwent repair of incisional hernia with the implant of two bard flat mesh. On (B)(6) 2012, pt had a wound infection and underwent wound exploration. During this procedure, one of the previously placed bard flat mesh was excised and noted to be unincorporated an floating freely (device 1). On (B)(6) 2012, post operative visit pt's incision is noted to be healing nicely with no signs of recurrence. On (B)(6) 2013, pt underwent diagnostic laparoscopy, lysis of adhesions, and excision of the other bard flat mesh (device 2). The operative report noted the mesh to have dense omental adhesions.